Event description:
On (B)(6) 2025 a patient reported being hospitalized at (B)(6) with hyperglycemia. The patient's blood glucose levels reached 19.9 mmol/l (358 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include nausea, fatigue, dizziness, grey skin tone and elevated ketones (specific result unspecified). The patient was diagnosed with hyperglycemic syndrome and treated with dalpeparin sodium, dextrose, magnesium sulfate, insulin via customer's pod, potassium chloride, potassium chloride liquid oral, potassium phosphate, lactulose, and rapid-acting insulin via unspecified route (customer had more treatments but declined to provide further information on treatment.) The pod was removed, and a new one was successfully placed at the hospital. When removed, the pod's cannula was found to be kinked. The patient was released after 36 hours on (B)(6)2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.